Manufacturer narrative:
Date of event: exact date unknown, estimated to be shortly after surgery on (B)(6) 2022. Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient started to experience symptoms shortly after surgery in both eyes (ou) when the intraocular lenses (iols) were implanted. The patient stated that her vision has not improved in either eye and that surgery did not achieve the results she was looking for. The patient stated that the symptoms are not debilitating and that she is able to function with her old glasses or a magnifying glass. The patient complained of blurry vision and film ou and pain in her right eye (od). The surgeon diagnosed the patient with neovascular age-related macular degeneration (amd) with active choroidal neovascularization (cnv) od, partial posterior vitreous detachment ou, and posterior capsular haze ou. The surgeon additionally administered a shot of avastin od. There was no reported treatment for the left eye (os). No additional information was provided.